Manufacturer narrative:
Correction: initial medwatch report indicates: 08/01/2019 . Initial medwatch report should indicate: 08/07/2019. Additional information: physio reviewed the device data and verified the reported issue occurred on 08/07/2019. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered on and off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.